Event description:
It was reported to boston scientific corporation that a sensor wire guidewire was used in a procedure. The procedure date is unknown. According to the complainant, the sensor wire shrink sleeve detached. There were no reported patient complications as a result of this event. Additional information received on august 5, 2020: the sensor wire guidewire was used in the ureter in a ureteroscopy and stone treatment procedure. The sensor wire shrink sleeve fell in the scrub nurses cart. The procedure was completed with a new sensor wire guidewire.

Manufacturer narrative:
Correction: b5 was updated with anatomy location based on the additional information received on august 5, 2020. Block b3 (date of event): date of event was approximated to 07/01/2020 as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6 (device codes: problem code 2907 captures the reportable event of shrink sleeve detached. Block h10 (investigation results): the complaint device was not returned, however, photo provided showed shrink sleeve of the sensor wire was totally detached from the corewire. It is likely that the failure mode observed from the picture could have been caused due to the handling/manipulation of the device during preparation or procedure, or procedural factors involved could have induced the issue observed. However, the device complaint was not returned for analysis therefore, the cause of the reported issue cannot be established due to lack of evidence, additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Therefore, the most probable cause of this complaint is cause not established since the investigation findings do not lead to a clear conclusion about the cause of the reported event. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) product label.

Event description:
It was reported to boston scientific corporation that a sensor wire guidewire was used in a procedure. The procedure date is unknown. According to the complainant, the sensor wire shrink sleeve detached. There were no reported patient complications as a result of this event. Additional information received on (B)(6) 2020: the sensor wire guidewire was used in the ureter in a ureteroscopy and stone treatment procedure. The sensor wire shrink sleeve fell in the scrub nurses cart. The procedure was completed with a new sensor wire guidewire.

Manufacturer narrative:
Correction: e1 (facility name and address) was omitted since the event occurred at a different hospital than previously reported however the hospital name was not reported. Correction: b5 was updated with anatomy location based on the additional information received on (B)(6) 2020. Block b3 (date of event): date of event was approximated to (B)(6) 2020 as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6 (device codes: problem code 2907 captures the reportable event of shrink sleeve detached. Block h10 (investigation results): the complaint device was not returned, however, photo provided showed shrink sleeve of the sensor wire was totally detached from the corewire. It is likely that the failure mode observed from the picture could have been caused due to the handling/manipulation of the device during preparation or procedure, or procedural factors involved could have induced the issue observed. However, the device complaint was not returned for analysis therefore, the cause of the reported issue cannot be established due to lack of evidence, additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Therefore, the most probable cause of this complaint is cause not established since the investigation findings do not lead to a clear conclusion about the cause of the reported event. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) product label.

Manufacturer narrative:
Block b3 (date of event): date of event was approximated to (B)(6)2020 as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6 (device codes: problem code 2907 captures the reportable event of shrink sleeve detached. Block h10 (investigation results): the complaint device was not returned, however, photo provided showed shrink sleeve of the sensor wire was totally detached from the corewire. It is likely that the failure mode observed from the picture could have been caused due to the handling/manipulation of the device during preparation or procedure, or procedural factors involved could have induced the issue observed. However, the device complaint was not returned for analysis therefore, the cause of the reported issue cannot be established due to lack of evidence, additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Therefore, the most probable cause of this complaint is cause not established since the investigation findings do not lead to a clear conclusion about the cause of the reported event. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) product label.

Event description:
It was reported to boston scientific corporation that a sensor wire guidewire was used in a procedure. The procedure date is unknown. According to the complainant, the sensor wire shrink sleeve detached. There were no reported patient complications as a result of this event. Additional information received on (B)(6) 2020: the procedure was a ureteroscopy and stone treatment procedure. The sensor wire shrink sleeve fell in the scrub nurses cart. The procedure was completed with a new sensor wire guidewire.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). (Investigation results): the complaint device was not returned, however, photo provided showed shrink sleeve of the sensor wire was totally detached from the corewire. It is likely that the failure mode observed from the picture could have been caused due to the handling/manipulation of the device during preparation or procedure, or procedural factors involved could have induced the issue observed. However, the device complaint was not returned for analysis therefore, the cause of the reported issue cannot be established due to lack of evidence, additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Therefore, the most probable cause of this complaint is cause not established since the investigation findings do not lead to a clear conclusion about the cause of the reported event. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) product label.

Event description:
It was reported to boston scientific corporation that a sensor wire guidewire was used in a procedure. The procedure date is unknown. According to the complainant, the sensor wire shrink sleeve detached. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts.